Event description:
It was reported that when visually inspecting sets from this lot, four sets were found to have the proximal and distal segments reversed at the cassette engagement. The sets were not used on pts.